Manufacturer narrative:
Date of event: approximated based on the date of explant.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-1110-02 sn (B)(6). The returned ipg was analyzed and revealed normal characteristics during the visual and functional examination. With all the available information, boston scientific concludes the reported event was not confirmed. The ipg revealed normal characteristics during the visual and functional examination. Therefore, this investigation is assigned a probable cause of no problem detected.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.